Manufacturer narrative:
H3: product analysis as found condition- the concerto device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened concerto outer carton; within an opened concerto inner pouch and within an introducer sheath. The instant detacher used during the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The concerto pusher was found broken at the break indicator with the release wire also broken. The proximal segment (actuator interface, positive load indicator, break indicator and coupler tube) was not returned for analysis. The concerto pusher was found bent at ~110.0cm and ~132.0cm from the proximal end. The distal ~14.7cm of the pusher was found kinked. The coin was found still against the lumen stop. Blood was found under the ptfe shrink tubing and within the lumen stop. No damages or irregularities were found with the shield coil. The implant coil was found still attached to the pusher. The implant coil was found damaged within the introducer sheath. Testing/analysis ¿ the exposed release wire was retracted but found to be stuck within the pusher. Under magnification, the ptfe shrink tubing was removed, and the blood was dissolved. The proximal exposed release wire was found still stuck within the pusher. The release wire distal to the kinks was retracted, and the coin exited the lumen stop with no issues and no resistance encountered. Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" was confirmed. It is likely the cause of the non-detachment is the blood found within the lumen stop and under the ptfe shrink tubing causing the coin to become stuck within the lumen stop. The pusher was also found bent/kinked, contributing towards the non-detachment. It is possible the pusher became bent/kinked when attempting to advance against resistance. As the proximal pusher segment and instant detacher used during the event was not returned for analysis, any contribution of the proximal pusher and the instant detacher towards the non-detachment could not be assessed. The release wire was found broken, likely due to attempting to retract while stuck within the pusher. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported prior to non-detachment there were no issues encountered. There was no pushwire damage observed after removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the coil was unable to detach. There was non-detachment. The physician attempted to detach the coil with the instant detacher 3 times. The physician did not try to detach with another instant detacher. There was one manual attempt at detachment via hypotube. The instant detacher will not be returned for investigation as it was discarded. There was no issue with the instant detacher. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for varicocele embolization treatment. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. Ancillary devices include a progreate 2.4fr microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.